Event description:
It was reported that the device is intermittently not alarming during pre-test. There was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in fair condition. Testing was conducted by filling water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and no alarm came on. Removed back panel for further investigations. Visual inspection all components and found that h-31b air detector solenoid did not clamp and control board speaker malfunction. This confirmed customer reported reason. Replaced main pcb as preventative action. Replaced solenoid, bracket, and control board. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed and replicated. Root cause was unable to be established due to the nature of the issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in fair condition. Testing was conducted by filling water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and no alarm came on. Removed back panel for further investigations. Visual inspection all components and found that h-31b air detector solenoid did not clamp and control board speaker malfunction. This confirmed customer reported reason. Replaced main pcb as preventative action. Replaced solenoid, bracket, and control board. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed and replicated. Root cause was unable to be established due to the nature of the issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device is intermittently not alarming during pre-test. There was no patient involvement reported.